Event description:
The defibrillator would not sync due to the ECG wave form having too much artifact. When the cables were attached to another philips monitor, the ECG waveform was normal. We are considering this to be a serious injury because it is not known if the patient procedure was life-saving therapy nor if the treatment was interrupted.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
The device was not serviced by philips but by customer site engineering. The customer determined the ECG cable most likely wet causing the artifact. The customer performed an operational verification on cables, sync, and operational check and no fault found. The device passed all testing and the device went back into customer use. H3 other text : the customer evaluated the device.